Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Npi 8100 pressure calibration fails. Problem description (B)(6) 2018 07:09:34 (B)(4). Assisted (B)(6) to identify problematic fault to logic board for repair/replacement. Customer may send device in for service depot repair if unresolved problem. Interaction record ((B)(4)).